Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
It was established that the device which was involved in this issue is not under maquet sas responsibility, but under maquet (suzhou) co.,ltd. Responsibility. Therefore, the case will be further evaluated under manufacturer report number 3007417753-2019-00002.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6), 2019 getinge became aware of an issue with alphaport device. As it was stated, the cover of fluid delivery arm fell into operating field. There was no injury reported however we decided to report the issue based on the potential as any parts falling off into sterile field or during procedure might cause a contamination.